Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control downloaded the electronic patient record from the event for review where it was discovered that the date of the patient event was actually (B)(6) 2018 and not 04/17/2018, as originally reported in the initial medwatch report. Physio-control performed an analysis of the electronic patient record and observed that the device performed two ECG analyses during the reported event. During the first analysis the device returned an appropriate "no shock advised" statement for the analyzed rhythm that was consistent with irregular but organized ventricular complexes over atrial flutter - a nonshockable rhythm. The device subsequently performed a second analysis, 7 minutes and 14 seconds later. It was determined that the presence of morphological alternans in the ECG rhythm led to a ventricular tachycardia rate measurement that was lower than the actual rate, which led to the device returning a "no shock advised" decision. No device malfunction was observed during the analysis. A clinical review determined that the device use may have contributed to the patient outcome, as the user failed to follow multiple device voice prompts to push analyze for 5 minutes, during which time the ECG rhythm was determined to be ventricular tachycardia. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that when a customer used their device on a patient in cardiac arrest, the device did not detect a shockable heart rhythm; instead it gave a 'no shock advised' message. Upon arrival at the intensive care unit (ICU), the patient was connected to an ECG monitor and the healthcare providers on the scene believed the displayed heart rhythm to be ventricular fibrillation (vf). However, the customer¿s device still indicated that the patient¿s ECG was not shockable. A back-up device was then brought in and the patient was subsequently provided with a total of six defibrillation shocks from this other device. The patient's heart rhythm became asystole. Resuscitation was continued, however there was no return of spontaneous circulation. The patient did not survive the event. Physio-control contacted the customer in order to obtain additional information about the patient and event, but was unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that when a customer used their device on a patient in cardiac arrest, the device did not detect a shockable heart rhythm; instead it gave a 'no shock advised' message. Upon arrival at the intensive care unit (ICU), the patient was connected to an ECG monitor and the healthcare providers on the scene believed the displayed heart rhythm to be ventricular fibrillation (vf). However, the customer¿s device still indicated that the patient¿s ECG was not shockable. A back-up device was then brought in and the patient was subsequently provided with a total of six defibrillation shocks from this other device. The patient's heart rhythm became asystole. Resuscitation was continued, however there was no return of spontaneous circulation. The patient did not survive the event. Physio-control contacted the customer in order to obtain additional information about the patient and event, but was unsuccessful.

Event description:
It was reported to physio- control that when a customer used their device on a patient in cardiac arrest, the device did not detect a shockable heart rhythm; instead it gave a 'no shock advised' message. Upon arrival at the intensive care unit (ICU), the patient was connected to an ECG monitor and the healthcare providers on the scene believed the displayed heart rhythm to be ventricular fibrillation (vf). However, the customer¿s device still indicated that the patient¿s ECG was not shockable. A back-up device was then brought in and the patient was subsequentl y provided with a total of six defibrillation shocks from this other device. The patient's heart rhythm became asystole. Resuscitatio n was continued, however there was no return of spontaneou s circulation. The patient did not survive the event. Physio- control contacted the customer in order to obtain additional information about the patient and event, but was unsuccessful .

Event description:
It was reported to physio-control that when a customer used their device on a patient in cardiac arrest, the device did not detect a shockable heart rhythm; instead it gave a 'no shock advised' message. Upon arrival at the intensive care unit (ICU), the patient was connected to an ECG monitor and the healthcare providers on the scene believed the displayed heart rhythm to be ventricular fibrillation (vf). However, the customer¿s device still indicated that the patient¿s ECG was not shockable. A back-up device was then brought in and the patient was subsequently provided with a total of six defibrillation shocks from this other device. The patient's heart rhythm became asystole. Resuscitation was continued, however there was no return of spontaneous circulation. The patient did not survive the event. Physio-control contacted the customer in order to obtain additional information about the patient and event, but was unsuccessful.

Manufacturer narrative:
The supplemental report unintentionally left patient information blank. Physio-control received the following patient information from the customer: (age at time of event) indicates: (B)(6) years; (gender) indicates: male; (weight) indicates: (B)(6).

Event description:
It was reported to physio-control that when a customer used their device on a patient in cardiac arrest, the device did not detect a shockable heart rhythm; instead it gave a 'no shock advised message. Upon arrival at the intensive care unit (ICU), the patient was connected to an ECG monitor and the healthcare providers on the scene believed the displayed heart rhythm to be ventricular fibrillation (vf). However, the customer¿s device still indicated that the patient¿s ECG was not shockable. A back-up device was then brought in and the patient was subsequently provided with a total of six defibrillation shocks from this other device. The patient's heart rhythm became asystole. Resuscitation was continued, however there was no return of spontaneous circulation. The patient did not survive the event. Physio-control contacted the customer in order to obtain additional information about the patient and event, but was unsuccessful.